Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron select catheter 5f (5f select) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician accessed the vessel with the neuron max and subsequently encountered resistance while advancing the 5f select for the first pass. Next, angiogram visualization revealed that the 5f select tip was broken and had dislodged in the carotid artery. The 5f select was removed and a snare device was used to extract the broken tip from the vessel. The procedure was completed using the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return but the device has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.